Manufacturer narrative:
D4 was updated (serial #).

Event description:
It was reported that, during debridement, when the pedal is pressed no jet comes out of the handpiece. The versajet ii console makes an abnormal noise and then, as soon as the foot is removed from the pedal, a jet of saline is made and it turns off. It was tested with another handpiece and did the same. The procedure was cancelled. No harm to the patient reported.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Manufacturer narrative:
H10: no device has been made available for evaluation, the event is not confirmed or related to a device malfunction or manufacturing concern. A documentation review has revealed no previous instances and there are no open corrective actions. The manufacturing records have revealed no contributory factors, the device met the required specifications on release into distribution. The risk files mitigate the event type reported which is further delineated in the instruction for use "IFU", which provides the probable cause. The IFU further warns that the when priming saline to ensure that there are no kink of blockages within the system, this includes air blockages, this can occur if the saline supply is interrupted. The IFU further warns to ensure that the console is fully primed and operation prior to the commencement of anesthesia. No manufacturing quality concerns have been observed, therefore no corrective actions are deemed necessary, smith and nephew will continue to monitor for adverse trends relating to the reported allegation. Internal complaint reference number: case-(B)(4).